Manufacturer narrative:
Based on the available information, it is not possible to determine the source of the peritonitis. However, there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review as not performed since the serial number of the device is unknown.

Event description:
Information received on an unrelated customer experience indicated that the patient was treated for peritonitis. The cause of peritonitis is unknown. The medical records confirmed the peritoneal dialysis fluid collected on (B)(6) 2018 for aerobic and anaerobic culture was (B)(6) for gram (B)(6) resistant (B)(6) was isolated. It is unknown if the patient encountered any malfunctions with the device. Additional information was solicited.